Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: the product was not returned and not enough info was provided from the account to properly complete an investigation. The root cause cannot be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 6/21/2011 and 7/5/2011 by phone, fax, and mail. A completed questionnaire was received on 6/20/2011. A completed f/u questionnaire has not been received. (B)(4).

Event description:
A surgery mgr reported that during an intraocular lens (iol) implant procedure, the iol malfunctioned while being injected into the eye. The iol was removed and replaced. In a f/u, the mgr reported that the capsule ruptured and an anterior vitrectomy was performed. An unapproved viscoelastic was used during the surgical procedure. Add'l info has been requested.